Event description:
The pt obtained results of 103, 187, 462, and 409 mg/dl on the reported meter, these readings are imprecise. The pt received no medical attention. The customer care representative (ccr) discovered that the pt was cleaning the puncture site incorrectly, which can contribute to inaccurate results. The ccr walekd the pt through 2 consecutive control solution test, which fell outside the control solution range. The meter, test strips, and control solution were replaced.